Manufacturer narrative:
If implanted: not applicable, as the iol was inserted and removed in the initial surgery. If explanted: not applicable, as the iol was inserted and removed in the initial surgery. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it was discarded. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one additional investigation request (ir) for this production order number has been received for reported ''cosmetic issues.'' The lens was not returned, and the complaint issues could not be confirmed, and no product deficiency could be identified. No escalations are required. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported back-up intraocular lens (iol) was implanted into the patient¿s operative eye and scratches were observed. Back-up lens was removed, and a non-johnson & johnson surgical vision lens was implanted. It was reported that they did not keep the removed lenses. Through follow up, customer account provided additional information confirming no unplanned incision enlargement; iol was divided intraocularly and extracted. No serious patient injury and no unplanned vitrectomy. Single unplanned suture was placed for post-op week 1 and then removed in clinic. Patient outcome post-procedure was reported as best corrected visual acuity of 20/25 at post-op week 1. No further information is available. This report captures the back-up iol. A separate report will be filed for the 1st scratched iol.